Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred at 8pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "hi (over 600mg/dl)" with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their diabetes management regimen as a result of the alleged product issue. The patient did not allege to have experienced any physical symptoms as a result of this, but did state that they required healthcare professional treatment in the emergency room (e.r) as a result of the alleged product issue. The patient was treated with an unspecified type and dosage of insulin between 10:30am and 11am on (B)(6) 2016, and also had their blood glucose measured on an e.r meter with results of "473 and 535mg/dl" being obtained. At the time of troubleshooting the csr noted that the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them requiring medical intervention from a healthcare professional in the e.r after the alleged product issue began.